Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. (B)(4).

Event description:
A company employee reported on behalf of the customer a posterior capsule rupture occurred during a laser assisted cataract procedure. Additional information has been requested.

Manufacturer narrative:
The field service engineer (fse) visited the customer¿s site and evaluated the system. The system was found to be working as intended. Depth calibration and oct control point verification were performed as preventative measure. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Upon additional follow up, the reporter indicated the surgeon confirmed the posterior capsule tear observed during phaco procedure of the left eye. A vitrectomy was performed and the dropped nucleus was removed, the intraocular lens (iol) was implanted into the sulcus. Reporter has indicated no additional patient issues occurred, and event is resolved. No other information is expected.